Manufacturer narrative:
Due to the ongoing litigation no additional information is available at this time. If additional information is received it will be reported on a supplemental report. Legal matter.

Event description:
It was reported that patient had right total hip revision due to failed total joint replacement. Update per legal dated (B)(6) 2016: it was reported through the filing of a lawsuit that allegedly after implantation, the patient began experiencing discomfort in the area of her device, and as symptoms persisted, additional diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/or urine. It is further alleged that the patient had to have the device surgically removed.